Event description:
A male patient underwent a diagnostic catheterization in early 2009. The access site was prepped and cleaned with chlora-prep. No other details regarding sterile technique and method for prep were provided. The catheterization was performed via 6 french procedural sheath placed in the common femoral artery. At the end of the procedure, a mynx vascular closure device was prepped and deployed, per IFU, by a trained operator and hemostasis was successfully achieved. Bactitracin was applied to the puncture site prior to covering puncture site with 4" x 4" gauze and a tegaderm bandage. The patient was discharged per hospital protocol without incident. Three days post procedure, the patient developed pain and redness at the access site and returned to the hospital emergently (the access site was dry and free from drainage). The patient's white blood cell (wbc) count was elevated to 15,000. The patient was immediately admitted to the hospital and IV antibiotics were administered. Six days later, the patient's wbc count had decreased to 10,000 and the next day, the prior pain and redness at the access site was reportedly improved. No further treatment was required. No additional information has been provided despite requests for information.

Manufacturer narrative:
Infection is listed in the instructions for use (IFU), as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. The device used in this procedure, was not returned for evaluation; however, based on the information provided and the investigation performed, the root cause of the reported infection is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.